Manufacturer narrative:
(B)(4). Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had procedure for a routine generator change. It was noted that noise was observed on the right ventricular lead since the procedure. The possibility of a loose screw or lead damage was discussed though speculative. The patient was to be brought in for additional testing. The patient was asymptomatic and no patient consequences were noted.

Event description:
New information notes a reoccurrence of noise on the lead. No other electrical anomalies were present. Lead revision was discussed but the patient was going to continue with monitoring and regular follow ups.

Event description:
New information received indicates the patient was brought in for a follow up. Programming changes to the pulse width were made. There was no noise noted on the lead even after manipulation. The nurse and electrophysiologist believe the original noise may have been due to air bubbles from a recent procedure for a routine generator change the patient had a week before the noise was recorded. There is no complaint on lead function at this point by the electrophysiologist. The patient was fine and the lead remains implanted.